Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The shaft, tip and balloon were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The tip was damaged. Microscopic examination of the shaft and balloon revealed damage to the shaft. The shaft appeared to have cuts/deep scratches 6.1cm ¿ 6.7cm proximal of the tip. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the shaft wall at the damage. Microscopic examination presented no irregularities in the shaft material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was not consistent with the reported information, due to the additional damage found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 10-may-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). A 1.20mm x 8mm emerge¿ push balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft hole or perforation.